Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the top part of the housing broke during testing. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medical intervention and no surgical delay.